Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt's father reported during the pt's bolus after dinner, the infusion device switched off without giving an alarm. Father stated, he tried to change the battery but the infusion device did not turn on. Father reported to prevent more problems; he made a pen with the same amount of insulin as the bolus. Father stated during the incident, it was not possible to measure the pt's blood glucose level because, he did not have the glucometer nearby. Father reported after 1 1/2 hours and during the call, the pt's blood glucose level was 329 mg/dal. Pt is currently using the backup infusion device. Father stated, the backup infusion device has an up/down button that is not working completely fine but he was able to program the device completely well. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.